Event description:
It was reported that the patient experienced a near syncopal event with a "loss of vp (ventricular pace) marker and corresponding deflection on egm with ventricular output". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.